Manufacturer narrative:
Upon investigation the meter was disassembled and a raised pin was observed in the strip port. The pins located in the strip port align with the electrodes on the test strip, and therefore if one of the pins is bent or raised, the test will not be conducted. No additional issues were identified during extended product investigation. Label copy instructs users to call customer service if the test does not start after applying the blood sample to the test strip. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
On (B)(6) 2011 a customer reported the test does not start when a sample is applied using her freestyle freedom lite meter. As a result, the customer reported experiencing symptoms of sweating, nervousness and headache. On an unspecified date, she self-reported to a health care facility, and was diagnosed with hyperglycemia. Treatment rendered was described as "intravenous fluid and medication. Received fluids to hydrate her since she was dehydrated. Taking avandia." The customer reported self-treatment with aspirin and glucose tables, as well as non-diabetic medications norvasc and morphine. There is no report of death or permanent injury associated with this case.